Event description:
A customer contacted stryker to provide a non-critical issue with their device. Upon inspection, stryker observed that the device would not deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device. Stryker product analysis center (pac) evaluated the customer's device and observed that the device would not deliver defibrillation energy. It was observed that white energy capacitor was disconnected from the j18 spade connector. The root cause of the reported issue was determined to be due to disconnected connector. The device was archived by stryker.